Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found that a fixation pin had broken off and was cold welded inside a hole of the cutting guide. The broken off fragment of the pin was not returned for evaluation. The portion of the pin broken off inside the cutting guide is cold welded and cannot be removed for evaluation of the pin or the obstructed pin hole. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the legend fixation pin was cross threaded into delta right cut guide.